Event description:
While the stent was being loaded onto a 0.018 guidewire, the tip detached from the catheter. Another supera device was then used with no issues. There was no interaction with the patient.

Manufacturer narrative:
The device was returned for analysis. The catheter tip overmold had separated from the tip lumen. The stent had not been deployed. The device was exercised and no anomalies were noted. The tip lumen did not show evidence of necking or a kink. The tip lumen showed damage at the interface of the tip overmold to the lumen. The manufacturing records were reviewed and no anomalies were noted. Tensile strength samples were reviewed and they had pull strengths well above the minimum specification limit. From the analysis, there is evidence that the tip overmold detached due to interaction of the proximal end of the overmold with an object. The cause of the event was not found during the investigation.